Event description:
The patient called to report that on or about (B)(6) 2021 patient received a new 90 day supply of v-go 40 devices and to date, the adhesive pad did not stay attached to the body and patient v-go fell off 10 to 15 times. Patient has been using v-go device since 2012 and patient reports that she followed proper fill, wear, and go instructions. Patient reports that they usually become detached with increased movement but it also happens when patient is sleeping.